Manufacturer narrative:
Device evaluation: two customized cuffed flextend devices were returned. Both of devices had a cut/split in the same area of the distal portion of the shaft. The devices appeared to have been heavily used. Customize devices are 200% inspected prior to packaging for cosmetic and functional requirements. The devices in this condition would not have passed the inspection process. A root cause could not be determined, IFU states under warnings to guard against product damage by avoiding contact with sharp edges. The customer reported condition was confirmed. Problem source is unknown.

Event description:
Information was received that a smiths medical tracheostomy has a split in the curve of the flange. No further information reported. No patient injury resulted.